Event description:
It was reported that during intra-aortic balloon (iab) insertion the physician was unable to advance the catheter through the maquet supplied sheath. The second catheter was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
Corrections: initial MDR device code correction from: 1316 to: 2920. Follow up 1 MDR corrected from: yes to: blank. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was also found to be broken at this location. The sheath was measured and found to be dimensionally within specification. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the physician was unable to advance the catheter through the maquet supplied sheath. The second catheter was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
Product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the physician was unable to advance the catheter through the maquet supplied sheath. The second catheter was inserted successfully. There was no reported injury to the patient.